Event description:
A pt who previously underwent a thoracolumbar fusion in 2006, was taken back to the operating room on 4 months later due to migration of the traxis peek implant. It was stated that the implant was backing out of the disc space. It was reported that the implant was not sized properly so that it would fit within the disc space. No injury was reported.

Manufacturer narrative:
An attempt has been made to obtain more info that includes pre and post operative x-rays. No other info has been obtained.